Event description:
A discordant low result for total human chorionic gonadotropin (thcg) was obtained on an advia centaur cp instrument. The same sample was repeated on another advia centaur cp instrument in the same laboratory and a higher result was obtained. The quality control (qc) before the sample was in range, the qc after the discordant thcg result was low. The initial result was reported out. A corrected report was sent to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant thcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant low thcg result was leaking around the wash blocks. The fse replaced the wash blocks, fixed the tubing of aspirate probe #2, and aligned the sample and reagent probes. The instrument is performing within specifications. Further evaluation of the device is not required.